Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be reprogrammed and was revised. The valve was implanted in (B)(6) 2015. The doi and the initial setting are unknown. In (B)(6) 2015, the setting was changed and the condition was stable. Then recently the patient had a headache and visited the hospital. The surgeon attempted to change the setting but the setting did not change. The patient was under monitoring for the time being. However the cerebral ventricle was confirmed to be slit by MRI and the patient still had a headache. The surgeon attempted to change the setting again but it could not change. Therefore a revision surgery was performed.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The valve was visually inspected; a cut/tear in the silicone housing on the needle chamber was noted. The position of the cam when valve was received was 120mmh2o. The valve was tested for programming and the valve passed the test. It was not possible to flush, or leak test the device due to the damage silicone housing. The valve was reflux tested and the valve passed the test. The siphon guard was removed and tested per IFU rev. K passed the test. It was not possible to pressure test the valve due to the damage silicone housing. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. No root cause could be determined for the programming issue reported by the customer; as the technician was unable to confirm a programming problem. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.